Manufacturer narrative:
The inogen team attempted to contact the patient for further information three times with no response.

Event description:
It was reported that the patient's unit was not providing enough oxygen. As a result, the patient's brain functions were impaired causing fuzzy memory and slower brain activity. The patient was hospitalized as well. The inogen team attempted to contact the patient for further information three times with no response.